Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the reason behind the impedance issue is still unknown, the rep was continuing to work with and adjust the patient's stimulation. There were no plans for surgical intervention at this time. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. Information was reported that the patient hasn't had pain relief since being implanted. Thus, the rep has meet with the patient to further program to get pain relief and to determine if the lead is at the appropriate location for therapy benefit. During reprogramming the patient had noticed an issue with impedances on electrodes 3 and 10, which showed avoid. Combination of the 2 electrodes gave 190 ohms. 3 and 10 are not being used in programming. The impedance readings are listed below: 930 ohms, 890, 860, 1020, 1050, 1080, 1080, 900 ohms, 990, 860, 1040, 1020, 1000, 940, 1070 ohms. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that there had been no determination of why there were impedance issues. The rep had been programming around it. No further complications were reported.